Manufacturer narrative:
Manufacturer¿s investigation conclusion: the evaluation of the submitted log file data confirmed a pump stop, which appeared consistent with an electrostatic discharge (esd) event. The controller event log file contained data spanning from on (B)(6) 2021 at 07:49:32 to on (B)(6) 2021 at 10:05:25, per the timestamp. From the beginning of the log file to on (B)(6) 2021 at 04:25:59, the system operated as intended at the stored patient speed. On (B)(6) 2021, beginning at 04:28:50, a pump stop event was observed and lasted for approximately 4 seconds. This event had corresponding low speed hazard, low speed advisory, pump stop, low pump current, and low flow fault flags, and appeared consistent with an electrostatic discharge (esd) event. Following the event, the pump appeared to have ramped up to the stored patient speed without issue, and the pump functioned as intended operated as intended at the stored patient speed for the remainder of the log file. No other unusual events were recorded. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 04sep2018. Heartmate 3 left ventricular assist system instructions for use, rev. C, is currently available. Section 6 warns about static electricity and explains that strong static discharges should be avoided. Section 7 explains all system alarms and the recommended actions associated with them. In addition, the safety testing and classification tables in this document include electrostatic discharge. Heartmate 3 left ventricular assist system patient handbook, rev. C, is currently available. Section 1 warns not to touch the television or computer screen, and not to vacuum or engage in activities that create static electricity. This section also explains that a strong electric shock can damage electrical parts of the system and cause the pump to stop. Section 5 explains all system alarms and the recommended actions associated with them. Additionally, the safety testing and classification tables in this document include electrostatic discharge. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2021-00564.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted log file data confirmed a pump off alarm. The controller event log file contained data spanning from (B)(6) 2021 at 07:49:32 to (B)(6) 2021 at 10:05:25, per the timestamp. From the beginning of the log file to (B)(6) 2021 at 04:25:59, the system operated as intended at the stored patient speed. On (B)(6) 2021, beginning at 04:28:50, a pump stop associated with a controller reset event was observed. The pump was stopped for approximately 4 seconds. Following the event, the pump appeared to have ramped up to the stored patient speed without issue, and the pump operated as intended at the stored patient speed for the remainder of the log file. No other unusual events were recorded. The heartmate 3 left ventricular assist system instructions for use and heartmate 3 left ventricular assist system patient handbook contain important warnings pertaining to pump stops. Section 7 of the instructions for use and section 5 of the patient handbook cover all visual/audible alarms and the actions to take if the alarms cannot be resolved. Heartmate 3 left ventricular assist system instructions for use section 8 and heartmate 3 left ventricular assist system patient handbook section 6 describe how to care for and clean all equipment. Section f of the instructions for use and section 10 of the patient handbook provide checklists to assist the patient in performing routine maintenance of all equipment. Heartmate 3 left ventricular assist system patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 04sep2018. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient's device had a pump off event logged while changing batteries. The patient admitted that the batteries were critically low at the time. A routine system controller backup battery replacement had been performed on (B)(6) 2020. It appeared that the backup battery did not engage/power the pump when the external power was drained. The log file data confirmed the pump stop event that lasted 3 seconds. This type of behavior has been linked to a potential electrostatic discharge which temporarily causes the pump to stop and then restart. The patient did not experience any adverse consequences as a result of the pump stop event.